Event description:
Related manufacturer reference number: 2017865-2024-70228. It was reported that the patient presented for an implant procedure. During the procedure, it was found that the right atrial (ra) helix failed to extend. The right ventricular (rv) lead was stuck in the catheter and could not be removed. Hence, the ra lead and the rv lead were not used. The physician continued with another ra and rv lead to complete the procedure. There were no patient consequences.